Event description:
On march 1, 2012, 3m espe was informed that on (B)(6) 2011, a (B)(6) female, pt had an intra-oral dental scan performed using 3m espe lava power for cos. Three days later, the pt noted symptoms involving her left vocal cord, which has subsequently been categorized as a paralyzed vocal cord. Based on info provided by the pt's dentist, medical professionals do not know the cause of the paralysis and feel that it may take up to one year to heal.

Manufacturer narrative:
While the lava cos device (optical impression system) itself was exempt from filing, the 510k (k073199) included detailed info on the lava c.o.s. Powder and the purpose of the filing was to gain clearance for the powder and the powder delivery system. No other reports of any adverse health effects following use of the subject powder have been reported to 3m espe. Follow-up reports will be submitted if 3m espe becomes aware of any other info pertinent to this event.